Event description:
The patient reported symptoms of headaches and chest pain. No additional information was available.

Manufacturer narrative:
The aligners are not being evaluated (method ) as the product performed in accordance to specifications (results, conclusion ) and the device was used in accordance with labeled indications (results ). This event is being filed as an MDR since the patient reported chest pain and invisalign system product was being used at that time. No conclusive evidence has been provided that supports or opposes the fact that the invisalign aligners caused or contributed to the patient symptoms of chest pain. Since the invisalign aligners were in use at the time of the reported symptoms of chest pain as MDR is being filed.